Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather reported via phone call that they experienced high blood glucose level above 600 mg/dl. The customer had symptoms such as vomiting and treated with manual injection. Customer's blood glucose value was 80 mg/dl at the time of the call. The customer's grandfather reported that the high blood glucose levels began on (B)(6) 2016. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. The customer had experienced a low blood sugar of 61 mg/dl and was treated with food. The customer's grandfather stated that they get no delivery alarms during high blood sugar. The device was corrected by changing out the reservoir. The product was not returned for analysis.